Event description:
A nurse reported that vitrectomy probe would not cut. The surgery was completed by replacing the vitrectomy pack for another probe. The other surgery and patient details were unknown. Additional information requested and received that the event occurred during the surgery. The product was contacted with patient, but there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).